Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon evaluation, the power brick was defective. The cause of the defective power brick is a damaged connector. The connector pins were recessed into the connector. The root cause of the recessed pins cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the defective charger/modem. The patient received a replacement charger/modem.

Event description:
A physician assistant (pa) contacted zoll customer support to report that a (B)(6) male's battery charger modem would not stay powered on. The pa reported that the charger had a loose power connection. The patient was issued a replacement battery charger/modem.